Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, patient complained of pain, intermittent swelling of left upper extremity and a sharp discomfort. It was also noted that the patient¿s left hand was cooler than right hand at times. Deep vein thrombosis of left upper extremity was confirmed through vascular ultrasound. The event was believed to be related to the lead replacement procedure which was performed on (B)(6) 2017. The patient was treated with thrombolytic and the event was resolved without sequelae.